Event description:
The following was reported to hamilton medical ag: biomed informed me that user error resulted in patient harm/death.

Manufacturer narrative:
Hamilton medical ag has not received any information concerning the case, other then the device information and that a user error caused the death of the patient. No further information about the user error and/or the details concerning the death of the patient were received. This report is generated due to the death of the patient even though the device worked as intended and has had no involvement in the patients death according to the hospital. Hamilton medical ag reference nr: (B)(4).